Event description:
A pt was skin tested on 12/1/96, with negative results, and received her first treatment on 1/7/97, with ntwo formulations of collagen in the nasolabial folds, oral commisures, glabella, and periorbital lines. On 1/21/97, the pt noted erythema, swelling, induration, pruritis, and tenderness at the treatment sites. She administered self-prescribed benadryl. On 1/29/97, she presented with persistent symptoms at the treatment and skin test sites. The physician diagnosed a hypersensitivity and prescribed topical cortisone and an oral antihistamine.